Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non malignant pain. Patient does not think stimulator was functioning correctly after she has had a fall. Did not specify date of fall. Had a fall sometime in the last week. The issue was not resolved at the time of this report. Patient called and stated that she has fallen and now her stimulator seems to be not working the same. Stated that she thinks its on, and when she checks it, it is off. Will plan on checking her stimulator on (B)(6) at 1100. Patient called at 2030 stating that her legs and arms are completely numb and she feels like it is from the stimulation. Patient was instructed to turn the stimulator off. Patient was very agitated and upset. Patient stated that she feels like she needs to call the ambulance. Instructed that if she felt that she needed to, she should. Instructed again for her to turn off her stimulator, and she said she would before she called the ambulance. Previous report, patient had said that she had a fall sometime in the last couple weeks. Was planning on seeing patient. This coming wed the (B)(6), to check her stimulator, since her fall. Still will plan on seeing her and checking it, unless she calls and tells me otherwise. Additional information was received from medical representative and they reported that the patient was hospitalized. They were not sure what they found out about numbness. Caller reported that patient impedances were checked and were all normal. Patient stimulator was functioning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.